Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Soundstar eco catheter (model# m-5723-15 lot# e5013788). Ez steer coronary sinus catheter (model# d-1263-05-s lot# 17290346m). (B)(4). Event description continuation: the physician¿s opinion regarding the cause of this adverse event is that this is a combination of procedure and patient condition; as radiofrequency was applied to endocardium in lv as well as in the cs and there was a preexisting effusion in addition to the patient being anticoagulated for the procedure.

Event description:
It was reported that a patient, (B)(6), female, underwent an idiopathic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. Before the procedure a small pericardial effusion was noticed when no catheters had been inserted into the patient and the decision was made to proceed with the procedure. Over the course of the procedure it was discovered that the pericardial effusion had grown in size and was confirmed with a drop in blood pressure and by intracardiac echocardiogram (ice). A pericardiocentesis was performed and 150cc of fluid was removed. The patient was reported to be in stable condition. Additional information was received on the event. No transseptal puncture was performed. Anticoagulant was given to the patient and maintained at 300-350s. The effusion was noticed at the end of the procedure, post ablation, during the ice sweep of the heart. The effusion improved; however, further complications occurred related to the pericardiocentesis, including a laceration of liver leading to an abdominal bleed, as well as deep vein thrombosis and inferior vena cava filter placement. The patient did require prolonged hospitalization due to the pericardial drain and additional complications from the pericardiocentesis. Settings during the event include: power control / power of 40w in left ventricle (lv) / impedance 120-130 ohms in lv / power of 20w in coronary sinus (cs) / impedance 160 ohms in cs / standard recommended flow rates were used for all power settings / 8f cordis sheath was used. The power was not titrated during ablation. There were no error messages observed on biosense webster equipment during the procedure.